Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose level was 520 mg/dl. The customer addressed their elevated bg with a manual injection of insulin. Reportedly, the customer reverted to an alternate method of insulin therapy.